Event description:
The device was used during a lung resection procedure. It was reported by the affiliate that during the procedure the handle broke. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: damaged firing mechanism. Visual inspections and results: lockout position: na; cartridge condition: na; cartridge return batch number: na; instrument number 0318. Functional tests and results: condition of firing trigger lockout: good; condition of pinion gear: good; condition of short rack: good; condition of yoke: good; was instrument cycled: no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete of the jaws and failure to properly follow reloading instructions.